Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump's expulsor was replaced. Based on the evidence, the complaint was confirmed. The root cause of the accuracy issue was the pump expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate testing by +6.2%. No adverse patient effects were reported.